Manufacturer narrative:
Device not returned. Ccds staff explained that unpacking, loading and unloading of the mask into and out of the chamber then repacking into the bags can have an effect on the fit quality. Although no malfunction or serious injury of the decontaminated respirator has been confirmed, this report is required under the terms of the eua. All information known or reasonably known to battelle has been included in this submission.

Event description:
User reported they could taste the solution during the fit test. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.